Event description:
New clamps seem to break more often recently per one dentist in the univ clinic. Only one broken clamp saved and returned. Six unbroken clamps from same order and same batch were also returned. One clamp with no batch number was returned used and unbroken.